Manufacturer narrative:
H11. Additional narrative updated b5

Event description:
It was reported that a 27mm 7300tfxj mitral valve was explanted after an implant duration of approximately seven (7) years due to mitral stenosis. The explanted valve was replaced with a non-edwards valve with no patient adverse events reported. The patient outcome was reported as recovered.

Manufacturer narrative:
Based on the information available, the most likely root cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm 7300tfxj mitral valve was explanted after an implant duration of approximately seven (7) years due to mitral stenosis. The patient outcome was reported as recovered.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h3, and h6. H3: product evaluation. Customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on leaflets 1 and 3,moderate calcification on leaflet 2, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 on the inflow aspect and 2mm on leaflet 2 on the outflow aspect.host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects.calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve and suture threads remained attached to the sewing ring.